Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the flow rate of the high flow insufflation unit was not able to reach the standard. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the flow rate was unable to reach the standard due to a faulty first pressure reducer. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.